Event description:
The customer reported that the system displayed a hard disk read failure error message and would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was reformatted. The system was tested and found to be operating as intended.